Event description:
It has been reported that the pedal was not functioning. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the wired footswitch was not working. Customer called to rse and stated that need to replace the cable for wired footswitch. Rse ordered the wired footswitch cable. Customer replaced the cable. After replacement of the cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.